Event description:
It was reported to philips that there was an issue with the host pc, which could prevent the whole system from booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed the host pc error. Upon troubleshooting the rse found the issue with host pc. To resolve the issue, rse suggested customer to reinstall the os/app software into pc, after which the system returned to use in good working order. The codes were updated based on the investigation outcome.